Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, scratched display window, missing end cap sticker and cracked end cap noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading at the time of the event was 55 mg/dl. During troubleshooting, the customer detected that the drive support cap was sticking out. The customer stated that he had dropped the pump prior to the incident. He was advised to discontinue use of the pump. No further information was provided.